Event description:
It was reported the patient was scheduled for a lead revision. The implant was currently off.

Event description:
It was reported the patient was doing well and was happy with the therapy.

Event description:
It was reported that the manufacturer representative did not test the device intra-operatively and they were now meeting with the patient post-operatively. They were trying to stimulate the patient and had tried every combination known and could not get it to work. They thought the lead may have been damaged due to pulling the percutaneous extension out during the trial. There was no trauma seen when they disconnected the remaining part of the percutaneous lead and connected the lead to the battery. They had the settings up to 8.5v with 300 pulse width and rate of 14 and the patient still did not feel anything but did during the evaluation. The impedances were between 200 and 500 ohms and it was then stated that 0 positive and 3 negative was at 50 ohms, case positive and 0 negative was at 224 ohms, and 1 positive and 2 negative was at 535 ohms. The manufacturer representative had tried 0 positive and 3 negative as well as other combinations and nothing worked. The manufacturer representative was advised to again try maybe 1 and 2 to see if that would elicit a response. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer's report # 3007566237-2014-02809 for the patient's percutaneous extension being pulled out and damaged during the trial.

Manufacturer narrative:
Concomitant medical products: product ID: 3625, serial# unknown, product type: screening device. Product ID: 3889-28, lot# va0m263, implanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. (B)(4).

Event description:
It was reported the revision took place. The patient was reprogrammed and was doing well.